Manufacturer narrative:
The 4x1.0mm hartman alligator forceps (mco13a) was returned for evaluation: the device history record (DHR) was reviewed and no anomalies that could be associated with the complaint were observed. Failure analysis: evaluation of the alligator forceps verified the complaint reported by the customer as valid. The fixing jaw and the slide pin were broken. Root cause analysis: as reported, the instrument was used to remove a contraceptive implant; however, this device is not intended for this use. It is an otology forceps. This forceps should not be used for such an intervention which requires the application of strong force on such a very fine instrument. The instructions for use (IFU) mentions that the device is "for use by, or as directed by a surgeon. This was not the case for this event. User did not follow the IFU.

Event description:
It was reported that the 4x1.0mm hartman alligator forceps (mco13a) were "used when removing contraceptive implants (arms) carried out under ultrasound by the radiologists of the service department imaging. The tip of the forceps came loose when attempting to remove it, which turned out to be difficult. Other forceps were available, which made it possible to remove the implant." It was reported that the patient was under local anesthesia. There was no clinical consequence; however, there was reportedly an increase in procedure time of more than 30 minutes.